Manufacturer narrative:
Evaluation summary: visual examination identified that the dovetail feature was compressed down on both sites and the track was damaged on one of the condyles; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been received for this product/lot combination and no other complaints have been received from this surgeon. Evaluation: the device history records were reviewed and found conforming. Dimensions measured found the part to be conforming to print specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the articular surface would not seat properly on the tibial plate.